Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. A review of the pump¿s black box and alarm history showed evidence of call service 052/054 alarms. A call service 054 alarm may cause the display screen to go blank for several seconds. The original complaint of a display issue was unable to be duplicated. During investigation, the battery compartment was found to be cracked below the grip pad to the case seal.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.